Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly four hours post-procedure, the pt developed a small hematoma less than 6cm. The hematoma was expressed with digital pressure. The pt was discharged to home the same day as planned. During the catheterization procedure, a venous sheath was next to the arterial sheath. There were no reported adverse pt effects. No additional information was provided.